Event description:
It was reported that the Johnson and Johnson (JnJ) Intraocular lens (IOL) was implanted into the patient's right eye. The doctor said he "missed the mark" so he explanted the IOL and replaced it with the same model Puresee. When he implanted the second Puresee lens he could not get the IOL to set in place so he cut it out performed a vitrectomy and implanted a 3-piece lens. No further information is available. This event captures the first lens, Manufacturer Report Number 3012236936-2026-0002134. The second event is being reported in Manufacturer Report Number 3012236936-2026-0002135.

Manufacturer narrative:
Section A4, A5, A6: Patient information: Unknown, not provided.Section B3: Date of event: Unknown, not provided.Section E1: Email Address: Unknown, not provided. Section H3: Device Evaluated by Manufacturer: The device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental MedWatch will be filed.Attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to Johnson & Johnson Surgical Vision, Inc. has been submitted.Note: This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.